Manufacturer narrative:
(B)(6). Device repairs for implementation of (B)(4).

Event description:
The customer reported being unable to transfer patients at the information center ix; the device was reboot/restart. The issue occurred after (B)(6) 2018. There was no patient incident.